Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced an event of blockage at site with an infusion set and was alerted by occlusion alarm 2 followed by alarm 26. Patient's blood glucose level at the time of event was 245 mg/dl therefore, patient took correction bolus via pump. Symptoms were noticed 3 or more hours after insertion in the abdomen. The site was rotated regularly. It was also reported that a blood drop at the abdomen where site is inserted was noticed by patient. Patient also changed supplies as necessary and resumed insulin therapy. No further information available.